Event description:
Opn (brand name) balloon was dilated to 28 atm during 4 inflations with the specified product indeflator. Balloon functioned as expected but upon removal from the artery into the guide catheter (6f launcher ebu 3.5), the balloon shaft fractured in the guide. Balloon catheter was unable to safely be removed from guide, so decision was made to remove the guide catheter with the fractured opn balloon inside. After removal from patient body, balloon catheter was pulled out of guide and guide was flushed to confirm all parts were accounted for. No foreign body retained. Guidewires (asahi sion blue), balloon, and guide catheter all removed as single unit and replaced with new equipment to complete procedure.